Event description:
Reportedly, during the procedure, the tip of the suture needle was found to be missing when surgeon handed needle back to scrub nurse. The pt was x-rayed and the x-ray was clear. No pt injury reported. No add'l info available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info available for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.